Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2021, the customer was in the hospital for a scheduled colonoscopy and experienced unspecified hypoglycemic symptoms and had a seizure and a loss of consciousness. Hcp obtained a blood glucose of 53 mg/dl compared to a sensor scan of 108 mg/dl and when plotted on a parkes error grid, the results fell into the "c" zone showing the difference in values to be clinically significant. The customer stated they were ¿probably¿ provided IV glucose to increase their glucose level. No further information was provided. There was no report of death or permanent injury.